Event description:
Patient had their catheter replaced on (B)(6) 2025. He has been having blood in his urine ever since and has tried to treat as a urinary tract infection with bactrim. I advised patient to seek care from his provider as this potentially could be a sign of kidney damage.